Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine pacer check. Episodes of lead noise were logged by the device but no egms were available to view. Patient was noted to be pacer dependent and reported some dizziness to provider. The patient also experienced extra cardiac stimulation. The lead was capped and replaced on (B)(6) 2020. The patient was stable.